Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an idiopathic ventricular tachycardia procedure for premature ventricular contractions, with a navistar electrophysiology catheter and suffered a cardiac tamponade, which required pericardiocentesis. During the ablation phase, a cardiac perforation of the heart's free wall was noticed as the patient's blood pressure dropped. The cardiac perforation was confirmed by x-ray. A pericardiocentesis was performed and an unknown about of fluid was removed. The patient was discharged the following day. The patient was reported to be in stable condition at the time this event was reported. The patient¿s condition has improved and they have fully recovered. The physician's opinion is that the event was caused by a potential steam pop, however that has not been confirmed. No transseptal puncture was performed. The patient did not receive any anticoagulation during the procedure. There was approximately 30 seconds of ablation at the site of injury. The generator was in temperature control mode with a temperature cut off of 95°c, power cutoff of 50 watts, not titrated. At the time of the event, the temperature was 67°c, average impedance 125 ohms and power 17 watts. An avanti , 8f short sheath was used. There were no errors reported by the biosense webster systems during the procedure. There are no known factors that might have contributed to the event.

Manufacturer narrative:
(B)(4). It was reported that a patient, (B)(6), female, underwent an idiopathic ventricular tachycardia procedure for premature ventricular contractions, with a navistar¿ electrophysiology catheter and suffered a cardiac tamponade, which required pericardiocentesis. The physician's opinion is that the event was caused by a potential steam pop, however that has not been confirmed. The returned device was visually inspected and reddish brown material was observed at catheter tip. However, during a second visual inspection that was performed after decontamination this finding was not present. It might have been lost during the decontamination process or while sending the catheter back for analysis. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensor of the catheter was tested on carto system. The catheter was tested for eeprom, sensor functionality and carto. The catheter failed during sensor functionality test. Further examination showed that the sensor was within specifications. According to the results and the sensor readings, the improper condition was attributed to a potential pc board failure. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during carto test. However, the root cause of the tamponade, steam pop and reddish brown material observed remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.